Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) did not alarm for a vtac event. They could see vtac on the screen for ten seconds, but the cns did not alarm. No patient harm was reported. Investigation summary: as no devices were returned and no logs were submitted for evaluation relating to this event, the reported issue could not be duplicated nor confirmed. As such, a root cause cannot be determined. The customer was contacted to provide additional information, but the requests were left unanswered. Alarms are controlled by settings on the monitors. Should the alarm for vtach be disabled, the alarm would not trigger. Additionally, the monitors would trigger alarms based on the values. Should the values obtained by the monitors not meet the criteria for a specific alarm, the alarms would not be triggered. A root cause is likely related to the monitor settings or user education. The following fields contain no information (ni), as attempts to obtain the information were made, but not provided: attempt # 1: 11/29/2021 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 11/30/2021 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 3 12/01/2021 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Additional model information: d10 concomitant medical device: the following device was used in conjunction with the cns: transmitter: model #: ni serial #: ni device manufacturer data: ni unique identifier (UDI) #: ni returned to nihon kohden: ni.

Event description:
The customer reported that the central nurse's station (cns) did not alarm for a vtac event. There was no patient injury reported.

Event description:
The customer reported that the central nurse's station (cns) did not alarm for vtac. There was no patient injury reported.

Manufacturer narrative:
According to the customer, they saw vtac for ten seconds and the cns did not alarm. Technical support (ts) requested that the printouts be collected for review and to also get the model and serial numbers for the cns and the transmitter. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.